Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was noticed to have a broken wire at the tip when the package was opened. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use, no blood was observed. Tip was flexed away from tip to base, but remained attached at the neck of the base. The heater wire was observed to be twisted. The silicone insulation on the jaws appeared intact with no signs of cracks or peeling. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported  failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was noticed to have a broken wire at the tip when the package was opened. A replacement device was used to complete the procedure. No patient involvement.